Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported seeing electrode 13 at greater than 40k ohms. Rep wasn't able to test impedance in different body positions. She was able to reprogram around the electrode 13. Reviewed with rep that it's possible the wire on the electrode broke or scar tissue., mdt rep called back to report she programmed around the patient's electrode 13, however the patient called her back last night and was getting the oor message stating "desired intensity is not available" rep states the patient told her at their meeting that he wasn't getting the relief that he got at the trial, so she met with the patient again and electrode 13 was not showing high impedance, so she used this electrode again and the patient stated their coverage for therapy was better. Rep states she was contacted again by the patient and they are seeing the same message, so she plans to meet with the patient. Ts reviewed this could be intermittent impedances

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause of impedances was unknown. Another appointment will be set up with the patient and the doctor to discuss possible options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient was seen 6/11 for a reprogramming session and #13 electrode was turned off. Coverage was obtained without that electrode. Issue has been resolved.